Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling like she was getting shocked - muscle stimulation, the pulse generator exhibited low lv output and back up vvi mode. Due to battery status further trouble shooting could not be performed. The pulse generator was explanted and replaced successfully. The patient was stable post procedure.